Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Physician reports left side capsular contracture, baker grade unknown, moderate amount of fluid around the implant, and nodule. The device remains implanted.

Event description:
Physician reports left side capsular contracture, baker grade IV, moderate amount of fluid around the implant, and nodule. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.